Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) moved around in the pocket for the past month due to some weight loss recently. The patient had lost 10 pounds in the past 3 months since (B)(6) 2015. It was noted that the patient was implanted for spinal pain.